Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a medication infused faster than expected. No patient harm was reported.

Event description:
It was reported that a primary potassium chloride infusion (40mmol/100 ml ns) was started at 10:15 am and expected to infuse over 3 hours. The medication infused faster than expected, and approximately 60 ml was remaining in the bag at 10:50 am. After the event the patient reported feeling flushed, vital signs were stable, no medical interventions were required, and no patient harm occurred. The biomed team inspected and tested the devices and could not replicate any over infusion. The pump performed as expected during testing.

Manufacturer narrative:
Additional information provided: concomitant medical products the customer¿s report of an infusion completing faster than programmed was confirmed. Physical inspection of the device noted the instrument seal intact. There were no damage or anomalies observed. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to infuse kcl 40mmol/l + IV (drugid:77) at a rate of 300ml/hr with a vtbi of 100ml at 10:24 am on 03 march 2019. The user selected yes to the guardrails warning and the infusion is started. At 10:45am the infusion program completes to kvo. At 10:46am the user channels off the device. The volume recorded as being infused during this period was 100.102ml. Functional testing performed found the device delivering fluid within specification. The root cause of the customer¿s report of medication infusing faster than expected was due to user programming.